Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system upgrade. It was observed during evaluation that right atrial lead noise was observed. The noise was reproducible with a range of motion. The atrial lead was explanted and replaced. Mild insulation damage was noted upon exposure from the pocket. The right atrial lead was destroyed during the process. A new upgraded system was implanted. The patient was stable during and after the procedure.